Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade IV. Visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: - yellow and red particles on the surface of the shell. - deformation observed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan device. This record relates to the left side.